Event description:
It was reported that the insulin pump alarmed motor error and the customer's blood glucose reading was high. It was noted that they pushed against the reservoir and the set was dripping. Customer's blood glucose reading at the time of the call was 13 mmol/l. No further information reported.

Manufacturer narrative:
No motor error or excessive no delivery alarm during testing. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The motor was tested outside of the device and it passed. The pump had minor scratches lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.